Manufacturer narrative:
Concomitant medical device; model: 5076-52, lead; implanted: (B)(6) 2016.

Event description:
It was reported that the patient had an ablation done approximately one month prior and since the procedure the patients right ventricular (rv) lead has exhibited intermittent loss of capture and elevated/high thresholds. It was noted impedances and sensing were within normal limits. An x-ray was taken and the physician felt there may be a lead fracture. Per the physician, the patient doesn't currently need pacing. Reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.